Event description:
On (B)(6) 2026, this patient underwent endovascular treatment for a type b acute aortic dissection using gore® tag® conformable thoracic stent graft with active control system(ctag/ac). After deploying the first ctag/ac device, it was observed the device migrated distally; therefore, the 2nd ctag/ac device was deployed proximally. Reportedly, the proximal side of the device did not appear to be fully expanded. After removing all deployment lines, an attempt was made to withdraw the delivery catheter, but the stent graft was observed to move together with it. A balloon was advanced from the contralateral side and inflated near the olive tip, which appeared to expand the proximal side of the stent graft; however, once the balloon was deflated, the proximal side of the device was also returned to its previous shape. When the delivery catheter was pushed forward, the obstruction seemed to release, allowing the proximal side of the stent graft to fully expand, and the delivery catheter was removed without issue. The patient tolerated the procedure.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.